Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 8 mmol/l. Customer contacted technical support and received instructions to reset pump. Customer successfully reset pump without recurrence of malfunction.